Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a error alarm with no audible tone/beep on the insulin pump. The customer's blood glucose level was 48 mg/dl. The customer stated that insulin pump is set to beep and it is beeping for the big and low reservoir alamrs. The customer was advised to run self test on insulin pump and it passed. The customer was offered to replace the insulin pump. The customer insulin pump is going to be replaced. No further assistance is needed.